Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, patient presented with pre-op diagnosis as: l5-s1 degenerative disc disease with spondylolisthesis. For which, patient underwent anterior lumbar interbody fusion. Intra-op, the plate would not snap on/connect with the cage implant. Surgeon attempted three times, at which point a secondary implant of the same foot print was opened and the new cover plate was used with the original cage. The product came in contact with the patient. No patient complication were reported for this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.